Event description:
Information received does not address the patient's clinical status but notes that upon discharge from the pacer clinic in ap ril 1997, the pacemaker sensor was programmed on. At a return visit in october 1997, the sensor wass off. The patient denied exposure to any known sources of emi and the device had not been programmed between the two evaluations. Also noted was that the sensor and event histograms did not match actual time intervals between the two evaluations.